Event description:
Per the hospital's medwatch report, the following occurred: during laparoscopic cholecystectomy, grasping forcep was moved to secondary location down on the neck of the gallbladder and, when grasping gallbladder, the forceps separated. Upon bringing forceps out, there was one piece missing. Abdomen was x-rayed and showed a piece of the forcep in the right upper quadrant of the abdomen. A considerable amount of time was spent looking for the missing piece of the instrument and was not able to locate. Piece of instrument was left in-situ. According to the info submitted to aesculap on complaint form, family refused to allow dr to open pt up.